Event description:
Event description cpi received an out of service form stating this implantable cardioverter defibrillator (ICD) experienced charge time problems and premature battery depletion. The ICD was explanted. No further information is available at this time. Implanted: 02/19/93, explanted: 06/08/96 (implanted 40 months)